Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6) ); section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6) ); product type: brand name intellis; product ID 97745bp (serial: (B)(6) ); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the controller wasn't taking a charge from the ac power supply. Patient stated that the issue started last thursday or friday. Pt confirmed that the ac power supply green light was on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on; controller was blank/unresponsive. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back saying they got replacement controller and was going through the pairing process, but when they plug in the rtm, the controller said controller battery empty. Pt said with controller not paired they weren't sure how to make sure controller was charging. Agent had pt plug back into ac power and pt confirmed green light was blinking on top. Agent reviewed blinking green light meaning and to leave plugged in for a hour or two, or until green light was solid, then finish pairing controller. The patient called back since the controller stopped charging and became unresponsive. The controller light stopped flashing. Agent had the patient remove the battery from the controller, plug the controller into the wall. Patient confirmed the controller powered on and began to flash. Agent called back to gather serial and model numbers. Patient reported that the controller stopped charging again. Agent had patient check the battery and ac power supply for damage, patient confirmed no damage found. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Product ID 97745bp, serial# (B)(6), product type: accessory. Product ID 97745nt, serial# (B)(6). H3: analysis of the controller found unit pairs and charges implant and internal battery pack normally, and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745bp serial# (B)(6) was returned for analysis. Analysis found the battery would not charge in a known good unit and was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.